Event description:
It was reported that the head section assembly was damaged. No pt involvement or adverse consequence is alleged.

Manufacturer narrative:
It was reported that during preventative maintenance the customer accidentally overtightened the bolts, causing damage to the head section.